Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported aviva blood glucose results of 0.9 mmol/l, 4.9 mmol/l, and 4.2 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.